Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire technical support received the log files and confirmed the reported issue by the customer. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us alarmed circuit disconnect. The issue occurred during patient-use and needed to do CPR (cardiopulmonary resuscitation). No other issues noted.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, according to unit log file technical failure alarms 300, 400, 316 & 545 triggered once after start up on (B)(6) 2021 at 19:27:30. Since then no other issues is reported. Vyaire field service engineer tested the unit and found working properly to its specifications. Vyaire medical was unable to reproduce the issue, therefore, no root cause has been established.